Event description:
It was reported that during the procedure a balance middleweight elite guide wire was used for treatment of two subocclusive lesions in the right coronary artery. The guide wire was easily advanced and crossed the lesions. Predilatation for both lesions was performed using two dilatation catheters (1.2x12 mini trek and 1.5x15 mini trek). While advancing the 1.5x15 mini trek, the yellow marker on the proximal segment of the guide wire became damaged. A piece of the yellow marker flared and did not allow the catheter to advance. An abbott representative attending the procedure suggested removing the yellow marker. The physician removed the marker and completed the procedure with dilatation of both lesions using the same 1.5x15 mini trek. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.